Manufacturer narrative:
The device was reported as an unknown cup. Should additional information become available, it will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the cup, liner and head were revised.

Manufacturer narrative:
An event regarding pain and metallosis involving an unknown shell was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it is possible the shell wore as a result of direct contact with the head. The metal wear from the shell would then have caused the observed metallosis. X-rays and examination of the explanted components would be helpful in confirming the event and determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the cup, liner and head were revised.